Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc could not review the manufacturing history record (DHR) because the lot number was not provided. The exact cause of the reported event could not be conclusively determined. However, based upon the information from the user, there was the possibility that this phenomenon was attributed to the inappropriate and/or the insufficient reprocessing. Olympus stated the appropriate reprocessing of maj-891 and the counter measures against abnormalities in the instruction manual of maj-891.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the subject device had been reprocessed with the condition that the subject device had been remained being attached to the endoscope, and had been reused. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.